Manufacturer narrative:
Product event summary: #analysis information (B)(6) 2016 18:06:45. (B)(4), product ID# 6935m55; the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification, the stylet fully inserts in lead, and the lead fully inserts in introducer.

Event description:
It was reported that during the implant procedure, the physician indicated having difficulty placing the lead in the rv apex. The physician indicated is was very hard to steer the lead because the internal lead lumen was off-centered. The lead was also noted to not stay in the apex as it headed toward the septum or retracted out of the rv. The physician was noted to have pulled back the stylet from the tip 5-7 cm. A longer length lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.